Manufacturer narrative:
The involved device is not available. The customer did not provide the involved batch number. Therefore, vygon ie has provided the batches supplied to this customer in previous 4 months: batch number 200324pa, 210224pa, 041223pa. The batch review of these 3 batches confirms that the feeding tubes are compliant, no anomalies and no non-conformities were recorded. These feeding tube have all a rounded distal end to avoid any trauma to patient. The manufacturing process of these nutrisafe feeding tubes includes a 100% leak and obstruction tests. There are also quality control checks are as visual aspect, distal end rounding control, distance between the first marking and the distal end centimer's marking, useful length. In the instruction of use the information are described as follows: placement of the feeding tube: for oral or nasal placement, measure the length of tube to be inserted according to standard protocols. Lubricate the feeding tube. Introduce the feeding tube in one of the nostrils and move the tube carefully towards the posterior nasopharynx, oriented towards the oesophagus. Proceed slowly to avoid the risk of the patient vomiting. Bend the head forward to close the trachea and open the esophagus. Advance the tube into the oesophagus. Once the mark is reached, stop the advancement of the tube. Fixation of the feeding tube: after preparing the skin, dress adhesive strip around the tube and fix it on the nose. Verification: check feeding tube positioning preferably by x-ray. If using a feeding tube with stylet, remove gently the stylet from the feeding tube. -precaution for use: the placement of the tube is verified once a day and systematically before each use (in any case follow the protocols of your institution). Nutrisafe2 and nutrifit feeding tubes are contraindicated for patients with congenital abnormalities of the gastrointestinal tract. The information we received are poor. We do not know if the placement has been checked after insertion, daily and then before each use, if the patient had no abnormal anatomy. Furthermore, cases of neonatal gastric perforation are very rare, but they are nevertheless well reported in the literature. In these cases, the stomach walls are not mature and are often very thin and weak and not resistant to even minimal pressure. Prematurity and low birth weight are the main factors associated with ngp with hypotension, sepsis, high gastric acidity as significant contributory factors. Mechanical ventilation, specifically nasal ventilation are also suspected of being contributory factors. The presence of a ng tube is obviously another risk factor but there are even cases of spontaneous ngp reported when there is no ng tube in situ. The most likely cause is a rare complication on a premature baby. It seems not traced to the device. From historical data analysis of this nutrisafe2 enteral tubes pvc range codes 36x.xxx of similar incident (gastric perforation) these 3 last years, we can conclude that this is the very first case of perforation.

Event description:
Gastric perforation when used for gastric feeding. The tube was placed in a 27 week premature baby on (B)(6) 2024, and on (B)(6) they diagnosed neonatal gastric perforation (ngp). The baby was transferred to (B)(6) hospital, a specialist paediatric hospital where he died. The baby was a twin, and the other twin also experienced a ngp but he survived. For administration of enteral nutrition.